Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The battery was replaced, resolving the reported complaint. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the hospital experienced a power outage, and the unit did not switch to battery backup. The clinician reportedly switched to alternate oxygen to maintain ventilation. There was no reported patient injury.